Event description:
The device was returned for service. During service, the the device had a defective user interface mechanism printed circuit board (uim pcb) associated with failure codes 533:320 and 402:317 found in the event history. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 28 2007. Evaluation summary:evaluation was completed and the user interface module printer circuit board (uim pcb) was found to be out of specification and was associated with failure codes 533:320 and 402:317. The uim pcb was replaced.